Event description:
Reference MDR# 1219856-2009-00285 for first event involving same pt. It was reported that while in the cath lab, the md tried to insert the intra-aortic balloon (iab) through the sheath. The iab failed to remain tightly wrapped and continued to unwrap, making it difficult for the md to feed it through the sheath successfully. As a result, the md did not insert an iab.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.